Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined drawer 4-1 on the auxiliary unit was initially reported as a failed drawer, although it did not appear in the recover storage space utility. The customer manually accessed the drawer from the rear panel. Following this manual intervention, the drawer continued to show as if it failed. The field service engineer proceeded to recover the drawer, after which it resumed normal operation. The drawer now opens and closes correctly, and all pockets function as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 4.1 pocket was failed and unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.